Manufacturer narrative:
Product expiration date (B)(6) 2021. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The patient was post-operative from back surgeries. Nursing had thought the epidural infusion was IV tubing, and attached the epidural tubing to the patient's midline. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing intended for epidural use was connected to IV could not be confirmed because the product was not returned for failure investigation. A photo of a pca administration set model 30883 was provided by the customer. No issues were observed during visual inspection. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's additional information request letter from the FDA which states, "the patient had a midline IV. The patient also had an epidural for pain control post-op back surgery. Pca tubing used to have colored lines on them. For the IV pca there was a blue line down the tubing. For epidural pca there was a yellow line down the tubing. However, currently there is no colored lines down the tubing at all. Nursing has stated they used those colored lines as a helpful cue as to where to infuse the pump. Postoperatively, the patient was ordered to have fentanyl 2 mcg/bupivacaine 0.125% infusion into his epidural on a pca pump. The pump was connected to the patient's IV rather than to the patient's epidural. Approximately, eight hours later when the syringe was due to be changed in the pump, it was noted. The pump was stopped immediately and the provider was called. No noted detrimental effects to the patient including; no change in vital signs. I have asked our supply chain manager to inform the company of this event." The patient was post-operative from back surgeries. Nursing had thought the epidural infusion was IV tubing, and attached the epidural tubing to the patient's midline. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's additional information request letter from the FDA which states, "the patient had a midline IV. The patient also had an epidural for pain control post-op back surgery. Pca tubing used to have colored lines on them. For the IV pca there was a blue line down the tubing. For epidural pca there was a yellow line down the tubing. However, currently there is no colored lines down the tubing at all. Nursing has stated they used those colored lines as a helpful cue as to where to infuse the pump. Postoperatively, the patient was ordered to have fentanyl 2 mcg/bupivacaine 0.125% infusion into his epidural on a pca pump. The pump was connected to the patient's IV rather than to the patient's epidural. Approximately, eight hours later when the syringe was due to be changed in the pump, it was noted. The pump was stopped immediately and the provider was called. No noted detrimental effects to the patient including; no change in vital signs. I have asked our supply chain manager to inform the company of this event".